Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The absorption cotton part of the tampon was stuck in my body - vagina [foreign body in reproductive tract] the string detached from the cotton part- tampax [device breakage] the absorption cotton part of the tampon was stuck in my body without the string to take it out [complication of device removal] case narrative: consumer reported via email that the tampon string detached from the cotton part. No serious injury was reported.